Event description:
It was reported that at post op check that day after implant, it was found that the right ventricular (rv) lead was not capturing. The physician went in to revise the lead and found blood in the ventricular port of the device. The lead tested fine on the analyzer. The port was flushed and the lead reconnected to the device and then both were functioning fine. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.